Event description:
It was reported, the device was removed due to complex regional pain syndrome. It was noted, the problem was not device related. There was no injury to the patient and the patient recovered with sequela. It was later reported, the patient never had therapeutic effect. Patient had never been able to target stimulation in their back to provide therapy and it was only felt in their legs. It was noted, the patient met with the representative and they tried for an hour and a half and stimulation "never touched their back." It was also noted, the device moved in the pocket and "turned so a corner was poking out" of the skin. It was stated that the implanting surgeon thought the patient's body was rejecting the device. It was noted the device was explanted.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot#, serial# (B)(4), product type programmer, patient. (B)(4). Final analysis of the stimulator revealed the stimulation functionality was okay and there were insignificant anomalies. Final analysis of the lead revealed the lead body was cut through and the product was segmented. No significant anomaly found.